Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2227302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2227302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The device is not available for evaluation.